Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient experienced nausea and vomiting. The cgm reading was 382 mg/dl, but the patient was unable to take a fingerstick reading as they did not have any test strips left. An ambulance was called and when a fingerstick was taken the cgm reading was 382 mg/dl, and the blood glucose reading was 482 mg/dl. The patient was treated with intravenous insulin and unspecified medication for pain. The patient was brought to the hospital where ¿findings¿ revealed a stomach infection and hyperglycemia. No specific diagnostic testing was reported. There was no indication that the stomach infection was a direct result from the inaccurate readings. The patient was discharged after approximately 10 to 13 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken by the paramedics. No additional patient or event information is available.